Manufacturer narrative:
A steris service technician inspected the amsco 600 steam sterilizer and found the unit to be operating properly. No issues were noted with the function or operation of the unit; the reported event could not be duplicated. The technician returned the unit to service. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that upon opening the door of their amsco 600 steam sterilizer, water leaked onto the floor. No report of injury.